Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during evaluation due to depleted main batteries. The cause of the determined damaged battery was due to user error because the batteries were not charged for a minimum of 12 hours after the depleted battery alarm went off, which goes against the instructions given in the manual indicating a user error. The battery and battery harness were replaced to fix the reported condition. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a colleague infusion pump with a user interface module master software version 5.08.92.